Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on 2/20/2026 while reportedly wearing the lifevest. The patient received two appropriate treatments and five inappropriate treatments. The device was started up at 08:47:12 on 2/20/2026. At 19:41:12, an arrhythmia was detected. ECG shows af @ 70 bpm degrading to vt @ 170 bpm with motion artifact. At 19:42:15, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 180 bpm with motion artifact/varying amplitude. Post shock rhythm was af @ 80 bpm. At 19:42:47, the patient received the first inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was af @ 80 bpm. At 19:43:39, an arrhythmia was detected. ECG shows af @ 70 bpm degrading to vt @ 190 bpm with motion artifact/varying amplitude. At 19:44:09, the patient received the second appropriate treatment. Rhythm at the time of treatment was vt @ 190 bpm with motion artifact/varying amplitude. Post shock rhythm was af @ 80 bpm. Between 19:44:41 and 19:46:26, the patient received four inappropriate treatments. Nsvt contributed to the false detection. Rhythm at the time of each treatment was nsvt. Post shock rhythm was af @ 100 bpm degrading to vt @ 200 bpm degrading to vf with varying amplitudes. The device was shut down at 19:50:59 on 2/20/2026.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication the open r781 resistor caused or contributed to the patient's passing as the system was able to detect and treat vt rhythm on the date of event.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2026 while reportedly wearing the lifevest. The patient received two appropriate treatments and five inappropriate treatments. The device was started up at 08:47:12 on (B)(6) 2026. At 19:41:12, an arrhythmia was detected. ECG shows af @ 70 bpm degrading to vt @ 170 bpm with motion artifact. At 19:42:15, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 180 bpm with motion artifact/varying amplitude. Post shock rhythm was af @ 80 bpm. At 19:42:47, the patient received the first inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was af @ 80 bpm. At 19:43:39, an arrhythmia was detected. ECG shows af @ 70 bpm degrading to vt @ 190 bpm with motion artifact/varying amplitude. At 19:44:09, the patient received the second appropriate treatment. Rhythm at the time of treatment was vt @ 190 bpm with motion artifact/varying amplitude. Post shock rhythm was af @ 80 bpm. Between 19:44:41 and 19:46:26, the patient received four inappropriate treatments. Nsvt contributed to the false detection. Rhythm at the time of each treatment was nsvt. Post shock rhythm was af @ 100 bpm degrading to vt @ 200 bpm degrading to vf with varying amplitudes. The device was shut down at 19:50:59 on (B)(6) 2026.

Manufacturer narrative:
Incoming testing of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.